Manufacturer narrative:
The insulin pump passed self-test and unexpected restart error test. No broken solder joint noted on the interface board. No unexpected restart alarm or external ram crc error alarm noted. No unexpected blank display anomaly noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed with errors and had a blank screen. The blood glucose reading was 213 mg/dl. The customer stated that the screen would be blank and then it would show a number one in the middle of the screen. She added that the insulin pump came to the time and date setup prompt, but it would go back to the countdown when she attempted to set the time and date. The customer observed that one of the alarms recurred during normal device use. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.